Event description:
Technician at center reports 12 incidents of a cracked venous header noted during preprocessing x6 and during prime x6 of dialyzer. Crack noted near threads of headers. Technician reports no pt injury.

Manufacturer narrative:
Technician reports no sample available at this time for evaluatioln.